Event description:
The patient reports "the hcp blew up the pump", "doctor blew the catheter out and all the fentanyl ran out in me and liked to kill me". The patient was found by wife comatose in the morning. The patient reported that he was seen by the hcp for a new pump. Fentanyl. Additional information has been requested; a follow-up report will be sent if information becomes available to us.

Manufacturer narrative:
Catheter 8709, serial# (B)(4), implanted: 2001-(B)(6), explanted: 2004-(B)(6). (B)(4).